Event description:
It was reported that two episodes with inappropriate sensing and one inappropriate shock were noted via remote monitoring when it comes to this device. Additional information noted that during the first troubleshooting the patient received another inappropriate shock thus the device was reprogrammed to the secondary vector. A review by technical services (ts) noted that the recorded episode showed major high amplitude artifacts and a sudden drop in signal amplitude. Ts noted that these kind of artifacts are a result of sudden changes in the impedance pathway of the sensing vector, and can either be caused by incomplete lead insertion, an impaired lead or other impairment of the lead contact in the device header. Ts further noted that evaluation of lead insertion and a high resolution x-ray of the device header was crucial. Furthermore evaluation of high resolution x-ray images of the system are recommended to exclude lead impairment. In addition, if x-ray images reveal a proper inserted lead, ts recommend to keep secondary vector as programmed sensing configuration. The system remains implanted. No adverse patient effects were reported.